Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had severe stomach pain and went to the emergency room. The ER referred the pt to his implanting surgeon. No further info is available at this time.